Event description:
Philips received a complaint on the intellivue multi measurement server indicating that the unit was measuring incorrect blood pressure. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: + (B)(6). E1: address: (B)(6). Analysis was performed onsite service personnel which included testing of the affected device which has been alleged to be malfunctioned. The results of the analysis were that the nbp measurement is faulty and air pump assembly 453564748091 needed to be replaced. Replacing the pump resolved the issue.